Event description:
On sept 16, 2009, the lay-user/reporter contacted lifescan (lfs) alleging that the onetouch ultra meter does not turn on. On sept 24, 2009, this medical surveillance specialist contacted reporter to clarify info obtained during the initial phone call. The pt tests his blood glucose one to three times per week and takes oral medication to control his diabetes. The reporter indicated that the pt has not been feeling well on the day of event in 2009. At around 9 pm or 10 pm, the pt attempted to test his blood glucose reading but was unable to obtain a blood glucose reading due to the power issue. At that same time, the pt decided to skip his oral medication of metformin. Approx. 4 hours later, the pt reportedly developed symptoms of racing heart, sweating, and headache. The reporter does not know whether the pt's symptoms was associated with high or low blood glucose and does not recall what treatment he obtained to abate the symptoms. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the lfs meter did not turn on with the power button pressed, and the test strip inserted into the meter. During the callback, the reported indicated that the subject meter powers on after she replaced the battery. This complaint is being reported because the reporter claimed the pt had symptoms that can be associated with hypoglycemia 4 hours after he was unable to obtain a blood glucose reading due to the power issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.